Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number: 192-000. B3: the date indicated is an approximation as the exact event date was not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported two (2) false-positive results with the ID now covid-19 2.0 assay on an unknown date with direct tested nasopharyngeal samples. This is report one (1) of two (2). The customer reported that repeat and confirmation pcr testing was performed on the same day as the initial positive result and generated negative results. The customer indicated the patient was asymptomatic. No additional information, including patient details about treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m963981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j lot 000m963981, test base part number 192-430/ lot 000m963981. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m963981 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to sample interference.

Event description:
The customer reported two (2) false-positive results with the ID now covid-19 2.0 assay on an unknown date with direct tested nasopharyngeal samples. This is report one (1) of two (2). The customer reported that repeat and confirmation pcr testing was performed on the same day as the initial positive result, and generated negative results. The customer indicated the patient was asymptomatic. No additional information, including patient details about treatment and outcome, was provided.